Event description:
The customer reported the system displayed several error code messages. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and calibration files were reloaded. Also, a filament calibration was performed. The system was then found to be operating as intended.